Event description:
A customer complaint was received indicating concern about pt repeatability for hct and po2 on their gem premier 3000 instrument. They stated that three samples seemed high on hct and the po2 shifted on repeat analysis. They also stated that several hct results were incalculable. There was no adverse event or change in pt treatment based on this incident.

Manufacturer narrative:
An internal il review of the returned cartridge files from the customer's gem premier 3000 instrument indicates that all four levels of il cvp passed for all analytes and that there were no sensor drift or slope failures recorded. The pt printouts show two sets of results on the same pt treated with 100% fi02 with a marked difference in the po2 values. The questionable difference in the po2 values appeared when the hct result for that same sample reported as "incalculable". This could indicate that the air following the sample is located over the hct sensor thus causing the incalculable result and also affecting the po2 value in this sample. A second possible cause of the po2 to read low is user mishandling of the sample. The incident is still under active investigation. Any necessary remedial actions will be defined based on the investigation conclusion and assessed risk.